Manufacturer narrative:
It was stated in the report that medical intervention was given to the patient which consisted of a brace for the patient's back and pillows under the leg of the patient to alleviate the pain.

Event description:
It was alleged that the legs are dropping when raised which caused a back injury to patient. It was alleged that medical intervention was needed, however further information was not provided.

Event description:
It was alleged that the legs are dropping when raised which caused a back injury to patient. It was alleged that medical intervention was needed, however further information was not provided.